Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter (model# m-5723-17 serial#(B)(4)), carto 3 system (model# fg-5400-00j serial#(B)(4))

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and medication. A soundstar catheter was used to map the geometry of the rvot and the cusp as well as to visualize the left ventricle. The smarttouch catheter was used to map near the rvot. During the mapping phase, a tamponade was confirmed via the soundstar catheter and body surface echocardiogram. Pericardiocentesis was performed and yielded an unknown amount of fluid. The patient also received a medication (unspecified). The patient's blood pressure was stable and the patient was transferred to the ward after the event. There is no information regarding hospitalization. Patient outcome has improved. The physician's opinion regarding the cause of the adverse event is that it was procedure-related and not related to bwi products. It was noted that it may have been related to the patient's abnormal anatomy, abnormality is unknown. No transseptal puncture was performed. The generator was in power control mode. There were no error messages observed on bwi equipment during the procedure. Ultrasound system used was a siemens x300. The soundstar catheter was connected to both the carto 3 system and the ultrasound system when the issue occurred.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/12/2016. (B)(4). It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and medication. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.